Manufacturer narrative:
H11: the amia patient connector was received for evaluation attached to the transfer set. The transfer set was connected and disconnected by hand using the returned amia patient connector and no issues were observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia cassette was unable to be disconnected from the female connector of the minicap transfer set. This was observed during use of the devices for peritoneal dialysis therapy. The patient had to cut the patient line to disconnect from the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.